Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 04/12/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display the ¿apply sample¿ message instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the meter issue began at an unspecified time on (B)(6) 2016. The patient informed the cca that they manage their diabetes with an unspecified type/dosage of insulin (no adjustments) and denied making any changes to their diabetes management regimen as a result of the alleged product issue. The patient reported feeling the symptom of ¿blurry vision¿ ¿12 hours¿ after the alleged product issue occurred, but it is not known whether the patient required any form of treatment as a result of the alleged product issue. At the time of troubleshooting the cca noted that the patient was unable and/or unwilling to walk through a retest to try to resolve the issue. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.